Manufacturer narrative:
Insulin pump received with unresponsive buttons due to unlocked component connector at lcd board. Unable to perform rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to unresponsive buttons. Device received with stripped battery cap coin slot . Device received with cracked case at display window corners, reservoir tube lip and battery tube threads. Device received with minor scratched lcd window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump experienced a keypad anomaly. Buttons were not responsive. Customer was unsure about her blood glucose level, may be around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.